Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. There is no information that would suggest the device failed to meet specifications. According to clinical/medical investigation,, the patient underwent revision due to a ¿wound leak¿ secondary to a staph infection, and although the initial plan was to perform a head and liner exchange, the stem was inadvertently knocked loose during the head removal process and also required revision. Per correspondence, no further patient information was available for this case. Without the requested documentation, the clinical root cause of the reported events could not be confirmed nor concluded. The patient impact beyond the reported symptoms and listed component revisions could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the probable cause failures were documented appropriately. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that, after a thr that had been performed on an unspecified date, the patient experienced leaking of the wound due to staphylococcus infection. A revision surgery was performed on (B)(6) 2021 to address this adverse event. The surgeon performed an incision through the previous incision, washed the hip out and took pathology samples. The initial plan was to perform a femoral head and liner exchange but when the surgeon was using a punch to get the femoral head off, it knocked the femoral stem loose. So the surgeon needed to replace the stem also. New sn devices were implanted. The current status of patient¿s health is unknown. New implants that were put in: 71332754 lot #20km04471 acetabular liner. 71357107 lot #20km05452 anthology femoral component. 71343604 lot #20mm11041.